Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which three opening striated on the posterior side and an opening striated in the anterior side consist in the use of some surgical tool. Based on the device analysis the final assessment is: three striated opening on posterior side due to surgical damage and a striated opening on anterior side due to surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: due to voluntary recall and capsular contracture, baker grade IV and pain.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and pain. Healthcare professional additionally reported removal "due to voluntary recall." Device has been explanted.